Manufacturer narrative:
The consumer is a (B)(6) female. The consumers son stated that the brake cable broke, where it attaches to the brake handle. The consumer is currently using a wheeled walker as she cannot afford to repair the rollator. No injury or medical intervention alleged.

Event description:
Customer alleged cable broke where it attaches to the brake handle. No injury alleged.